Manufacturer narrative:
G4: 27may2020. B4: 29may2020. The field service engineer (fse) reported the battery alone could not boot the device. The ventilator worked ok when connected to ac(alternating current) power. The ventilator was further tested with a good battery and it worked as expected. After troubleshooting, the fse concluded the battery was broken. Upon further investigation, the fse confirmed the battery failed. The fse reported no repair was done. Because the battery was out of warranty and the customer refused service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported that the battery light was broken. There was no patient or user harm reported.